Event description:
It was reported to covidien on 01/30/2008 that a customer had a problem with a dialysis catheter. The customer reports they had a patient with a clot in the right atrium. The patient had a palindrome catheter. The catheter was removed and replaced in 2008.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.